Manufacturer narrative:
Wallace, a. N., kayan, y., austin, m. J., almandoz, j. E., kamran, m., cross, d. T. Et al. (2017). Pipeline embolization of posterior communicating artery aneurysms associated with a fetal origin posterior cerebral artery. Clinical neurology and neurosurgery, 160, 83-87. Doi:10.1016/j.clineuro.2017.06.014 the ped remains implanted in the patient; product analysis cannot be performed. The report of branching artery occlusion does not appear to be due to a defect of the device; the event is most likely due to a patient physiological reaction. However, the provided information is not enough to conclusively determine the cause of the event. It should be noted that the ped is indicated for use in the treatment of internal carotid artery (ica) aneurysms. Mdrs related to this article: 2029214-2017-00953 2029214-2017-00954. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of artery occlusion after pipeline implantation. The purpose of this article was to examine the safety and effectiveness of using the pipeline embolization device (ped) to treat posterior communicating artery (pcoma) aneurysms associated with a fetal origin posterior cerebral artery (pca). The authors retrospectively reviewed seven patients who underwent seven ped procedures to treat seven pcoma aneurysms with fetal pca. All patients were female. The article states that patient 4 experienced occlusion of the ophthalmic artery, which was found on dsa follow-up six months after ped placement. The patient did not experience any change to vision and is reportedly asymptomatic. The article noted that in all seven cases, the ped had been placed covering the pcoma, ophthalmic artery, and anterior choroidal artery origins.